Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received a low glucose alert but did not feel low and lacked a fingerstick to confirm; the caller was advised to replace the cgm sensor and was offered transfer to the cgm manufacturer for support. Symptoms included hypoglycemia. Outcomes included a characterization as a serious injury/illness/impairment, with oral glucose presented as a potential treatment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.